Manufacturer narrative:
Other applicable components are: product ID: 3889, serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the healthcare provider asked the manufacturer representative (rep) about leaving a partial lead from the ins and lead removal. The did not have any further information at the time of the report. Information was reviewed. No patient symptoms were reported. Additional information was received from the healthcare provider. They stated the reason for explant was the patient was having pain and had not turned the device on for a long time/year. They stated the lead fragment was left behind because it broke during removal when pulling up on the lead. No additional actions/interventions had been taken or planned to remove the lead fragment. The patient had been informed that they could not have an MRI, but there was no danger to the patient from the lead fragment. No further complications were reported or anticipated.